Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced granulated tissue at the implant sited, that subsequently developed into an infection. Additional information was requested; however, not made available as of the date of this report.